Manufacturer narrative:
Patient's city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-may-2024, it was reported that the patient's infusion set was not adhering. No further information available.